Manufacturer narrative:
Corrected data: per the device information received (d4), the manufacturing site in d3 and g1 should have been st. Jude medical - neuromodulation (puerto rico, llc) and MFR number 1 should have been ¿3006705815¿ instead of ¿1627487¿.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed high impedances on all contacts. In turn, surgical intervention took place wherein the lead was explanted and replaced resolving the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection of the returned lead found a kink on the outer tubing and all internal wires were broken from stim end.